Event description:
It was reported that while removing the trial from the baseplate, the central plastic portion that surrounds the screw broke off from the surrounding trial. The issue was noticed as the small piece of plastic was still in the joint, and was noticed by the surgeon.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows sign of extensive usage as evident by wear marks on the device surface. Centre of the trail show obvious signs of breakage, it can be established that the breakage is due to cyclic loading, which subsequently resulted in fatigue fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by cyclic loading which resulted into a fatigue fracture. If any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that while removing the trial from the baseplate, the central plastic portion that surrounds the screw broke off from the surrounding trial. The issue was noticed as the small piece of plastic was still in the joint, and was noticed by the surgeon.